Manufacturer narrative:
Upon further review, it is noted device code is applicable to the event.

Event description:
The healthcare provider (hcp) via the consumer reported the physician had some complaints on the implantable neurostimulator (ins) device painfully shocking [other] patients at the ins site and did not know why. The physician had indicated there was a "technical problem of some sort." No patient information, troubleshooting, interventions, causes were provided with this event. Further follow up was conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the physician had some complaints on the implantable neurostimulator (ins) device painfully shocking [other] p patients at the ins site and did not know why. No patient information, troubleshooting, interventions, causes were provided with this event. Further follow up was conducted to obtain this information. If new information is received, a supplemental report will be submitted.